Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the customer called in voicing concern when their etco2 pump module was used with the patient controlled analgesia pump module. The pause protocol feature did not engage when there was a no breath detected alert. There was patient involvement but no harm.